Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ec34-i10cl-us is available in the USA with a 510k number k190805. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the distal end with ccd module blackout. Based on the result, we concluded that it was caused due to the excessive force applied on the distal end with ccd module. In addition, our technician confirmed that the remote control buttons cracked, the bending rubber worn out, the down pulley wire worn out, and the up pulley wire worn out; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure(blackout ).